Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lead was noted to be dislodged in the atrium. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead will not be returned as the hospital kept the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The lead was subsequently returned and being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.